Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was a charging issue with an ins. The device was implanted slightly tipped, and it took 5 hours to charge. The recharger needed to be placed in an awkward position and held in place to achieve the best charging quality, which was only 'good'. The patient had recently undergone the initial implant procedure, but device information was not located in registration. The agent reviewed recharging guidelines with the patient and redirected them to their healthcare provider.